Manufacturer narrative:
Block b3: exact date unknown, event occurred few weeks ago from the date manufacturer became aware of the event. Block d6b: explant date: few weeks ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6), batch: 7073493/7074752.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. All explanted device components were discarded by the facility.